Event description:
The company was informed that the patient's device has partially extruded through the skin and the patient has developed an infection. The patient reportedly has picked at the implant site prior to her visit to the clinic. The patient's device was explanted. The patient continues to be monitored by the clinic. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.